Event description:
The customer reported via phone call that the sensor was not providing accurate readings. The customer stated that she calibrates three times per day. Customer also stated that she was getting a reading of 200 mg/dl when the actual reading was 80 mg/dl. Customer reported that she received a reading of 400 mg/dl which was also inaccurate. The customer stated that she had had an allergic reaction to the sensor tape. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.